Manufacturer narrative:
The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.

Event description:
It was noted that a 3.5 x 10mm dura star balloon was "very sticky" after post-dilation. The physician had to pull it really hard in order to get the balloon out of the patient's vessel and also had to disengage the guiding catheter to be able to do it. Once the balloon was removed from the patient, no additional post-dilatation of the stent was necessary. There were no reported patient complications.